Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb. The ipg has not been returned yet. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that loss of stimulation, communication issues between the remote control and implantable pulse generator (ipg), charging alerts, therapy interruption, inadequate stimulation, and pain as potential risks associated with the use of the spinal cord stimulation (scs) device. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. A record review and assessment of investigation activities determined that, despite extensive troubleshooting and subsequent ipg replacement, the absence of the explanted device and objective evidence prevents determination of a specific device related, manufacturing, use, or non device related cause for the reported loss of stimulation, communication failure, charging alerts, inadequate stimulation, and associated pain. Therefore, in the absence of device return and analysis the likely root cause could not be established.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system experienced loss of stimulation and was unable to establish communication between the remote control and the implantable pulse generator (ipg). Additionally, the ipg emitted a double beep alert within 30 seconds of initiating charging. Troubleshooting efforts included charging the ipg with an alternate charger, attempting communication with a different remote control, connecting via the clinician programmer, and performing a magnet reset; however, the issue persisted. As a result, the ipg was replaced. Electrocautery was used during the ipg explant procedure. Postoperatively, the patient was reported to be stable.